Event description:
The customer reported that the battery failed and that the unit would not power up under battery power.

Manufacturer narrative:
(B)(4). The customer reported that the battery failed and that the unit would not power up under battery power. The unit was evaluated locally by a philips rep and the failure was verified. Replacement of the battery resolved the failure. As of (B)(4) 2010, there have been no further reports from this customer site concerning this issue. The unit remains at the customer site with the new battery installed.